Event description:
On 9/28/98 the account reported a negative result for hepatitis c virus 2.0 "eia". The sample was sent out for polymerase chain reaction testing and a positive result was obtained. An ortho test at another lab was negative. The sample was also tested at a third lab by the ortho test and was reactive.